Event description:
It was reported by service report that the fowler will not completely lower. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Litter skin damaged and stripped out.